Manufacturer narrative:
Email is: (B)(6). One device was returned for evaluation. Visual inspection revealed no physical damages, kinds, cuts or any other damage detected. Functional testing was performed but the reported issue could not be replicated. The root cause could not be determined. No further actions were taken. No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
Other, other text: d4:UDI section is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displays a "pump won't run" alarm. The cassette also had a "no disposable" alarm with more than 6 percent of medication remaining. No patient injury.